Manufacturer narrative:
Product involved in incident was not returned for evaluation. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller is calling on behalf of her mother who received low glucose levels this morning. Her glucose has been running high lately as she has been sick. Not on any steroids though. They kept giving her glipizide to decrease her glucose level, and this morning our meter read 61, but caller felt that it was lower so they called an ems and when they arrived about 15 minutes later and did a test, it was 25 with their meter. This is 59.01% variance in zone a, however, it was outside the 10-minute time frame. They treated her for low glucose with sugar solution. They gave her something to drink and ate a peanut butter sandwich. She refused to go to the hospital. She has a heart condition and has been sick for a long time. We did do a cs test and it was 103 which is in range. They did another comparison and reading was 299 with their meter, and 213 with ours. This is a 28.76% variance in zone a. They used the same blood sample. Caller has owned the meter for about 2-3 months. Stores in bedroom. Changes lancet every time. Uses an alcohol wipe and second drop. Patient doesn't usually have difficulty with getting a sample. Tests on fingers only. Strips have been open about three weeks. Keeps strips in original bottle and replaces cap right away. She says that there have not been changes in diet, exercise, meds or stress but she has been very sick so that can affect glucose levels. Not on oxygen therapy. (B)(6).